Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found the rinse tube was damaged and replaced the tube. The samples with abnormal results were retested and the results were normal. No specific data was provided. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. One example was an initial result of 207 mmol/l and a repeat result of 143 mmol/l.